Manufacturer narrative:
Analysis on the returned computer resulted in a software failure being found through functional testing and visual/physical examination. Analysis states that it was confirmed that the computer will not boot. At boot text there is message: lzma data is corrupt system halted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a replacement computer was needed. Once replaced, the issue was resolved. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an ablation device being used outside of procedure. It was reported that, the site was attempting to boot the navigation system, however, it was getting stuck booting past the kernal and was reporting a corruption. The site power cycled a few times without any resolution. This was reported outside of a case. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.